Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15550. The patient reported she had her scs system explanted because she experienced painful heating at the ipg site while charging.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.